Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced back pain (seriousness criteria medically significant and intervention required), endometriosis ("endometrioses"), menorrhagia ("after placement of the essure inserts, start of metrorrhagia, abundant menstrual periods"), weight increased ("weight gain"), insomnia ("insomnia"), the first episode of anaemia ("anaemia"), neck pain ("neck pain"), the first episode of paraesthesia ("tingling in hands on waking"), fatigue ("major fatigue"), hypertension ("high blood pressure, finally treated in 2013"), dry eye ("dry eyes"), adenomyosis ("adenomyosis"), the second episode of anaemia ("anaemia") and the second episode of paraesthesia ("paraesthesia"). In (B)(6) 2016, the patient experienced neuralgia ("pudendal nerve pain"). The patient was treated with surgery (conservative hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, neuralgia, endometriosis, menorrhagia, weight increased, insomnia, neck pain, fatigue, hypertension, dry eye, adenomyosis, the last episode of anaemia and the last episode of paraesthesia outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, dry eye, endometriosis, fatigue, hypertension, insomnia, menorrhagia, neck pain, neuralgia, weight increased, the first episode of anaemia, the first episode of paraesthesia, the second episode of anaemia and the second episode of paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): electromyogram - in (B)(6) 2016: pudendal nerve pain. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented back pain. The removal of inserts was performed by conservative hysterectomy with bilateral salpingectomy approximately 6 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started since essure insertion, besides that consumer was diagnosed with endometriosis and adenomyosis that can cause this pain either however considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced back pain (seriousness criteria medically significant and intervention required), endometriosis ("endometrioses"), menorrhagia ("after placement of the essure inserts, start of metrorrhagia, abundant menstrual periods"), weight increased ("weight gain"), insomnia ("insomnia"), the first episode of anaemia ("anaemia"), neck pain ("neck pain"), the first episode of paraesthesia ("tingling in hands on waking"), fatigue ("major fatigue"), hypertension ("high blood pressure, finally treated in 2013"), dry eye ("dry eyes"), adenomyosis ("adenomyosis"), the second episode of anaemia ("anaemia") and the second episode of paraesthesia ("paraesthesia"). In (B)(6) 2016, the patient experienced neuralgia ("pudendal nerve pain"). The patient was treated with surgery (conservative hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, neuralgia, endometriosis, menorrhagia, weight increased, insomnia, neck pain, fatigue, hypertension, dry eye, adenomyosis, the last episode of anaemia and the last episode of paraesthesia outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, dry eye, endometriosis, fatigue, hypertension, insomnia, menorrhagia, neck pain, neuralgia, weight increased, the first episode of anaemia, the first episode of paraesthesia, the second episode of anaemia and the second episode of paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): electromyogram - in (B)(6)2016: pudendal nerve pain. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred term: back pain - analysis in the global safety database revealed 274 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented back pain. The removal of inserts was performed by conservative hysterectomy with bilateral salpingectomy approximately 6 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started since essure insertion, besides that consumer was diagnosed with endometriosis and adenomyosis that can cause this pain either however considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.